Event description:
It was reported by the customer that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported condition. The error codes were cleared and the software upgraded. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.